Event description:
It was reported that multiple hi speed dcr bur ¿broke quickly¿almost instantaneously¿ intraoperatively, only ¿after several second of using¿. Further follow-up indicated ¿the burs broke in two¿at the base of the shaft¿. There was no reported impact or injury, to the patient or user as a result of this event.

Manufacturer narrative:
A total of 15 devices from two (2) different lot numbers was reported with the same issue, in two (2) separate procedures. Attempts to obtain detailed information in each event, regarding how many devices from each lot were used was unsuccessful. The second event will be reported separately, please reference medwatch (3500a) report with (B)(6) for details. Hi speed dcr bur 3pk ((B)(4)), lot: 0205579180, manufactured: november 29, 2011, expiration date: november 27, 2019, returned to medtronic: (B)(4) 2014. (B)(4). Devices were returned to medtronic¿s international location and is currently in transit to the us manufacturing site for evaluation purposes. The devices were returned, evaluation is anticipated but not yet begun. No testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
Four (4) devices were returned for evaluation without the original product pouch/box or label. They were received in a bio-hazard bag with a non-medtronic label listing the part# as 1884068hs from lot h8607618. The condition showed customer use/handling based on the damages observed. All four devices exhibited similar breakage point of the inner shaft assembly, at approximately 1.5cm from the inner hub. The inner shaft on all samples could not be removed from the outer shaft due to the curved angle on burs. The breakage points on the shaft showed clear circular markings on all samples which indicated that the inner shaft may have come in contact with the inner wall of the outer shaft, likely due to the application of force/pressure by the customer during use. None of the bur heads detached/separated from the inner shaft. Based on the breakage point and damage observed on the burs, it is possible that burs were used in an aggressive manner by the user, where excessive force/pressure may have been applied to the burs causing it to break. It is also possible that the burs were improperly loaded inside the handpiece and combination of excessive bending / prying with improper loading, caused the inner shaft of the burs to break. The instructions for use (IFU) states: - bending or prying may break the blade or bur, causing harm to patient or staff. - excessive pressure applied to bur may cause bur fracture. Although the exact cause of the complaint could not be determined, the most likely underlying cause appears to be consistent with customer misuse of the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.